Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the band would not deploy after multiple turns. When they took the device out of the patient then it started working. It was reported that when they brought the device back down to the varix it did not deploy until three to four turns and had multiple deploy at once in one instance. It was reported that the procedure was completed successfully. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.